Manufacturer narrative:
Previous driveline repair is reported under MFR# 2916596-2020-02641.

Event description:
It was reported that patient reported three episodes overnight of low speed alarms. Patient was asymptomatic. Patient had previous repair of the driveline. Log file analysis showed six low speed advisories and two low speed hazards on (B)(6) 2021. Additional information 15mar2021 stated that technical services representative arrived onsite for external percutaneous lead repair. The percutaneous lead replacement was performed approximately three inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Additional log files were sent on (B)(6) 2021 that showed that speed dropped to zero on (B)(6) 2021 while connected to a power module. This appeared to be a short to shield condition within the patient's driveline that was not captured during the repair. The short to shield condition appeared to be an internal issue patient underwent hmii (heartmate ii) to hm3 (heartmate 3) exchange on (B)(6)2021.

Manufacturer narrative:
Section d9: the pump was received on 01apr2021. Manufacturer's investigation conclusion: incidental findings: damage to the copper wrap was observed at the distal end of the repair site. The evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. (B)(6) was returned assembled with the driveline (dl) severed approximately 6¿ from the pump nipple housing. A distal portion of the dl was returned in one segment measuring approximately 29.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 4¿ of the sealed outflow graft was returned attached to the outlet elbow. A small additional section of the sealed outflow graft material was also returned. The sealed outflow graft bend relief had been severed and returned detached from graft attachment. The remainder of the bend relief material was also returned. The bend relief collar was returned detached from the sealed outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 29.5¿ dl segment wires revealed breaches in the insulation of the black wire approximately 25.5¿ and 27¿ from the metal connector; the brown wire approximately 28.5¿ from the metal connector; the green wire approximately 28.5¿ from the metal connector; and the yellow wire approximately 26.5¿, 27¿, and 28.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, brown, yellow, and green wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2018. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.